Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3, b5: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was completed with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9 h3, h6: a product investigation was conducted. Visual inspection: the confidence spinal cmt sys, 11c (pn: 283910000, ln: 298282) was received at us cq. The whole kit was returned at cq except the mixer handle. Visual examination of the returned devices revealed that flexible tube connecting the hydraulic cylinder and the rectus connector are intact. No signs of damage were found on the rectus connector. No traces of cement were found on the cap of the reservoir. The cement inside the cement reservoir was observed to be hardened. No issues were identified with the other returned devices. Functional test: a functional assessment could not be performed on the complaint device due to the low level of the sterilized water in the hydraulic pump. No difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection were detected. Dimensional inspection: a dimensional inspection was not performed as the internal components of the pump and the connector were inaccessible without destruction of the device. Document/specification review: based on the manufactured date of the device, the current and manufactured revision of drawings were reviewed: no design issues or discrepancies were noted. Investigation conclusion: this complaint could not be confirmed as the device displayed no visual damage and a complete functional test was unable to be performed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: the DHR of product code: 283910000 lot : 298282 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 26-jan-2021. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, the confidence spinal cement pump leaked causing no water to push the bone cement. The procedure was completed using a new box of cement. It is unknown if there was a surgical delay. The surgical outcome is unknown. There was no patient consequence. This report is for (1) confidence spinal cmt sys, 11c. This is report 1 of 1 for (B)(4).